Manufacturer narrative:
Section g. All manufacturers information was updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2xhcp serial# implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type- lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported lead and anchor removed and discarded, replaced with new lead. Surgery was done on (B)(6) 2025. Issue resolved. New lead inserted. Lead was discarded.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2xhcp implanted: (B)(6) 2024 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot #:(B) (6), ubd: 2025-09-11, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that no revision just yet. The surgeon considering options for patient still.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a lead migration after anchoring. The anchoring device was used in a sacral neuromodulation case to assist in lead stability in a patient that had mobile tissue according to the doctor. The patient has in their words multiple fallsonto their back. Patient presented at usual planned a ppointment independent of manufacturing representative (rep) to their doctor. The doctor ordered an x-ray. Patient represented at another appointment with x-ray and rep present to identify issue. Looks as though the anchor did not hold during the patients multiple falls. It was noted the therapy stopped working as well and x-ray shows the lead has withdrawn from the sacrum and need revision according to the doctor. Which is planned.